Manufacturer narrative:
A steris service technician inspected the unit and found the ps3 to be leaking. The technician replaced the ps3 and as preventive maintenance the technician cleaned the pilot ports for the s2 valve. The technician ran a test cycle and confirmed the unit to be operational; no further issues have been reported. The unit is not under steris service contract and is serviced and maintained by the user facility.

Event description:
The user facility reported that water was leaking from the heat exchanger in their century sterilizer. No injuries or procedural delays/cancellations were reported.